Event description:
Healthcare professional reported implantation of seri surgical scaffold in the left breast on (B)(6) 2014 during revision to breast augmentation. Post-implantation on (B)(6) 2015, the patient required removal of the scaffold due to "capsular contracture baker grade v and an abscess under the skin". The device was discarded and will not be returned.

Manufacturer narrative:
Medwatch sent to FDA on 9/15/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri surgical scaffold in the left breast on (B)(6) 2014 during revision to breast augmentation. Post-implantation on (B)(6) 2015, the patient required removal of the scaffold due to "capsular contracture baker grade v and an abscess under the skin". The device was discarded and will not be returned.